Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product misfired after second (2nd) use. There was no patient injury involved. The device is expected to be returned for evaluation. The device jammed before any staple deployment.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.